Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker was found unresponsive and was admitted to the hospital, intubated and noted to be unresponsive. Review of stored device memory noted ventricular tachycardia (vt) episodes in addition to the automatic capture (ac) feature was noted to be pacing in retry. The duration of the vt episodes was unable to be determined as the duration is not provided by the device. It was not determined if the syncope was related to the vt. Additional information was received that the pacemaker was explanted and the patient was upgraded to an implantable cardioverter defibrillator (ICD) due to ventricular fibrillation (vf) arrest. No additional adverse patient effects were reported.